Manufacturer narrative:
(B)(4), h6 health effect - clinical code - e1025 pyrosis/heartburn. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event, the pediatric patient felt tightening of the chest and was throwing up. The cgm was displaying in the 200s mg/dl and the patient's parent took the patient's bg and the meter was 439 mg/dl. The patient's mother called an ambulance. Paramedics checked the patient's bg and it was 460 something mg/dl. The patient was admitted to the intensive care unit (ICU) due to tightening of the chest and high blood sugar. The patient was treated with IV insulin, anti-nausea medication and heart burn medication. The patient was in the hospital for 3 days. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.